Event description:
The customer reported false air in line alarms on a new pump head module, the failure occurred before use. No patient injuries or medical interventions occurred as a result. No additional information is available.